Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with two preface® guiding sheath with multipurpose curve. It was reported that the merit medical heartspan transseptal needle perforated the tip of the dilator. The preface® guiding sheath with multipurpose curve was replaced and the issue re-occurred with the second preface® guiding sheath with multipurpose curve. The issue was resolved when he needle was replaced. There was no difficulty while maneuvering the devices or during the withdrawals. The procedure continued. There was no patient consequence reported. An analysis was performed on the picture that was provided by the customer. According to the picture, a perforation was observed on device vessel.the customer complaint was confirmed based on the picture. The product analysis was performed as appropriate in order to find root cause of the complaint. The returned device was visually inspected and the mentioned needle was not returned for analysis. A puncture condition was observed located on the distal tip. No other anomalies or damages were observed on the inspected part. The unit was placed under a vision system in order to obtain a magnify image of puncture observed at the vessel dilator sheath. The edges of the punctured section presented evidence of elongations and frayed edges caused by unknown mechanical device. The path observed on the elongations indicates that the direction of the damage was from the inside of vessel dilator to the outside. These characteristics suggest that the device was induced to a cutting tension with a sharp mechanical device from the interior of the body with direction to the outside that exceeded the material yield strength prior to the puncture. No other issues were noted during the microscopic analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of puncture cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The device was returned in the condition reported as the tip of the dilator appears to have a hole. In addition, only the dilator was returned. This returned condition remains a reportable issue. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Still pending is the manufactured date. Therefore, a supplemental report will be submitted. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two preface® guiding sheath with multipurpose curve and during use, both the sheaths were perforated. It was reported that the merit medical heartspan transseptal needle perforated the tip of the dilator. The preface® guiding sheath with multipurpose curve was replaced and the issue re-occurred with the second preface® guiding sheath with multipurpose curve. The issue was resolved when he needle was replaced. There was no difficulty while maneuvering the devices or during the withdrawals. The procedure continued. There was no patient consequence reported. The perforations on each of the sheaths were assessed as reportable issues.